Event description:
The manufacturer previously received information alleging a trilogy evo needed to be serviced. The device was returned to a third-party service center for evaluation. During the evaluation an alarm indicating a soft power failure occurred. The device's system board was replaced to address the issue. Ventilator inoperative alarms, a backlight failure alarm and a touchscreen failure alarm were observed. The device's display board was replaced to address the issues. An error indicating the detachable battery was depleted was observed and the detachable battery was replaced to address the issue. This would not affect the device's ability to deliver therapy as designed. Additionally, the device's vanity cover and internal battery door were damaged, and the connection cover was missing. The components were replaced to address the issues. The blower assembly, machine flow sensor and inline proximal filter were replaced due to contamination. The muffler assembly, air inlet foam filter and particulate filter were replaced per preventive maintenance protocol. The device was cleaned and tested and passed all final testing.